Event description:
The pt reported that at noon on (B)(6) 2012 her blood glucose measured 463 mg/dl., so she corrected with an 8.55 unit insulin bolus. At 12:44 pm her bg had lowered to 398 mg/dl. At 3:00 pm it was still 380 mg/dl so an additional 4.55 units were bolused. At 4:52 pm her bg was 392 mg/dl and the pod was deactivated. She stated that the cannula was dislodged and delivering insulin outside of the skin. She mentioned she was vomiting and feeling very sick and was hospitalized and had ketones. She was irritated by questions and not cooperative with attempts to collect more detailed info about her hospitalization

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product defect could have contributed to the reported hospitalization. The pt reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod's user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin -- usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hrs. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hrs (a total of 4 hrs), replace the pod." No qualification record review was performed as no product lot number was reported.